Event description:
Ous MDR - it was reported that approx. 49 months after the implantation the shock impedance increased and was out of range (> 150 ohms). The lead was explanted.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 13 cm distal of the is-1 connector pin. A proximal and a severely stretched distal lead fragment were returned. A segment of the lead body was missing in-between. Especially the distal lead fragment showed severe extraction damage. For instance, the rope conductors were coiled in their lumens, and the shock coil was strongly deformed, which indicates high tensile forces. In addition, tissue residues could be seen, mainly in the area of the shock coil. Further visual inspection showed a conductor fracture of the rope conductor to the shock coil about 6.5 cm proximal of the tip electrode, which is with high probability the cause of the increase in the shock impedance to greater than 150 ohm that was complained about. Based on the characteristics of the damage manifestation and the above mentioned extraction damage and tissue residues, it is assumed that the lead was very ingrown in the implanted state, which might have led to an impaired movability of the lead and could have favored the described damage. Diagnostic images that could provide information about the positional relationships of the system in the implanted state were not available for analysis. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.